Event description:
In 2007, the company received a report where it was claimed that the facility has experienced multiple occurrences of the cuff deflating on the device. The caller could not provide a count, but informed the company that further info would be provided. Replacement of the tube was required.